Manufacturer narrative:
Device not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) white male patient had impella cp pump inserted in the right femoral artery (rfa) for acute myocardial infarction (ami)/cardiogenic shock (cgs). The physician did an angiography of the right groin which showed distal leg perfusion despite mottled foot and absent pulse, and the pump was removed. After removal color was improving in the foot.